Event description:
It was reported that patient underwent revision due to the infection approximately three (3) months post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The biolox delta head was implanted in (B)(6) 2021 (exact date unknown). D10: concomitant medical products: item name: tprlc 133 type1 bm ho 18.0, item: 51-114180, lot: 6820522 item name: g7 hi-wall e1 liner 36mm f, item: 010000936, lot: 6839505 item name: g7 bonemaster ltd acet shl 54f, item: 010000704, lot: 6721086 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.